Event description:
It was reported that the "cuff is defective and that the pilot balloon is inflating inconsistently". Limited info provided. The involved device has been returned to the MFR and forwarded to the analytical lab for eval.

Event description:
It was reported that the "cuff is defective and that the pilot balloon is inflating inconsistently". Limited info provided. The involved device has been returned to the MFR and forwarded to the analytical lab for eval.